Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate calcification. Intravascular ultrasound (ivus) was performed, and the 2.5 x 28 mm promus stent delivery system (sds) was advanced for direct-stenting; however, the device could not cross to the lesion. During removal, the promus stent stuck with the guiding catheter, and dislodged in the vessel. The stent was retrieved with a snare. Another unknown stent was used to complete the procedure, and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4) no predilatation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient's anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the moderately calcified lesion was not pre-dilated, which likely contributed to the reported difficulties. It should be noted the promus everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. It is likely an interaction with the moderately calcified lesion during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction with the guiding catheter during retraction of the sds would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query the complaint handling database for the reported lot was performed and there have been no other incidents reported for stent dislodgements for this lot. There is no indication of a product quality deficiency.